Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was feeling sick at work and visited the nurse at the office. A fingerstick was taken and the cgm reading was 175 mg/dl and the blood glucose reading was 400 mg/dl. The patient took 1000mg of metformin and was sent home. The patient did not eat anything from 08:00am to 01:00pm and was only drinking water. The patient´s husband decided to take the patient to the emergency where she arrived at 02:00pm. A fingerstick was taken and the blood glucose reading was 300 mg/dl, no cgm reading was reported from that moment. The patient was treated with intravenous fluids and was reported to be dehydrated. No insulin was provided since the patient already took her metformin. The patient was discharged at 08:00pm and the blood glucose reading was 200 mg/dl at that moment. The patient was feeling better at that time. No other details were documented and further attempts to contact the patient for more information were unsuccessful. It was not known if the patient was an insulin user. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.